Manufacturer narrative:
Phone number, (B)(6) could not be accepted in e1. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in switzerland, edwards received notification of a sapien m3 enhanced glp 26-07 non-human procedure where during the procedure, separation of the guide sheath (gs) tip was observed in the atrium. While retracting the enhanced delivery system following post-dilation of the valve, the gs tip was noted to have separated from the guide sheath. The separated tip remained on the guidewire and was located near the outflow of the transcatheter heart valve (thv). The delivery system was removed, leaving the guide sheath and guidewire in place. A septostomy balloon was advanced over the guidewire and through the separated gs tip. The balloon was inflated and retracted toward the guide sheath, allowing the gs tip to be repositioned onto the sheath shaft. With the balloon securing the gs tip, the guide sheath and gs tip were removed together as a single unit over the guidewire. Successful removal of the gs tip was confirmed, and the guidewire was subsequently removed using a pigtail catheter.